Event description:
Olympus medical system corp. (Omsc) was informed that during the laparoscopic assisted distal gastrectomy, the subject device could not be activated, and the user exchanged the device for another one. After that, when the user wiped the device outside the pt, the probe broke. The fragment of the probe did not fall off into abdominal cavity of the pt. The device was used two times. The procedure was completed with another device. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. Moreover, the tip of the probe had a contact mark against any hard objects. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the abnormal output of the device was due to the crack developed from the scratch on the probe by the physical stress during the procedure. After that, the probe broke when the user wiped it. The instruction manual of the subject device already warns: do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment; when the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or broken and drop into the body cavity during ultrasonic output. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.